Event description:
Got breast implants in 1999. Started having pain and swelling in hands and feet few months after. Diagnosed by (B)(6) with ra in (B)(6) 2000. Replaced both implants in 2002. Developed other problems like graves disease, hypothyroidism, food allergies, ibs, sibo, candida, asthma, adrenal exhaustion, sinus problems etc. Left implant ruptured and replaced in 2008. Symptoms and problems got even worse.